Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.75 x16mm synergy drug-eluting stent was advanced for treatment. However, a rupture of the strut was observed which did not allow its implantation. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.75 x16mm synergy drug-eluting stent was advanced for treatment. However, a rupture of the strut was observed which did not allow its implantation. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on mid-section struts which are lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.